Event description:
It was reported that two stylet kits had 52 cm stylets in the kit rather than the 58 cm stylets that the label proclaimed. The implant of the device and leads was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.